Event description:
It was reported that during the device change out, right ventricular (rv) lead pocket stimulation was observed. After reprogramming, the pocket stimulation could not be reproduced and was no longer present. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: e2dr01aa ipg implanted: 2006-(B)(6). (B)(4).